Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: d314drg ICD, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned after being prophylactically explanted and replaced. The ra lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.